Event description:
It was reported that the patient received a high voltage shock due to noise. Hence the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead functioning with normal electrical characteristics and the lead impedance in saline solution measured within specifications. However, the insulation abrasion found at 16.4 to 17.1 cm from connector damaged and exposed the efte insulation of one of the proximal cable. This condition could probably be the cause of the noise reported. The abrasion found is consistent with that caused by friction with the ICD can.=